Manufacturer narrative:
The hill-rom technical support had the account to check the cable and the cylinder. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the head section would rise on its own (self-run.) The bed was located at the account in the ER. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).